Event description:
It is reported that patient underwent revision of total knee arthrosplasty 2001. After removal of the tibial insert, there was noted to be significant pitting and delamination of the tibial insert at its articulating surface interface, medially and laterally. There was also noted to be some notching within the posterior stabilized box.